Manufacturer narrative:
The field service rep suspected there was a fluidics failure of the ise reagent probe and replaced the reagent probe and the ise probe syringe seals. He performed an ise check, precision, calibration and qc to verify performance of the analyzer.

Event description:
User had two patients with potassium results reported out that were discrepant. Sample 1 from a patient had an original potassium result of 3.98 mmol per l that repeated as 3.43 mmol per l. The user immediately called and posted a corrected report using the repeat values and stated no treatment was given and the patient was not affected.

Manufacturer narrative:
The field service rep suspected there was a fluidics failure of the ise reagent probe and replaced the reagent probe and the ise probe syringe seals. He performed an ise check, precision, calibration and qc to verify performance of the analyzer.

Event description:
User had two patients with potassium results reported out that were discrepant. Sample 2 from a patient had an original potassium result of 4.35 mmol per l that repeated as 3.22 mmol per l. The user immediately called and posted a corrected report using the repeat values and stated no treatment was given and the patient was not affected.